Event description:
The event is reported as: the tube balloon was perforated. The product was being used in an unspecified medical procedure in the operating room. No patient injury reported.

Manufacturer narrative:
At the time of this report, the sample was not returned for evaluation. The results of the investigation are not available at the time of this report.